Manufacturer narrative:
The technician found the transfer stop was broken. He replaced the transfer stop to repair the stretcher.

Event description:
Information received indicates the left siderail is not latching.